Event description:
The patient identifier was not available from the customer.

Manufacturer narrative:
(B)(4). Investigation: the actual device was visually evaluated for this event. The power cord at the machine was not properly seated. The reported problem resulted in a failsafe condition. Root cause: root cause of this event is a bad electrical connection. Corrective action: the power cord was tightened and secured. A reboot of the system is a designed response to any unknown or anomalous state in any of the systems on the device. The device is placed into a safe state by its safety and/or control computers. In this safe state all power is disabled to the centrifuge, pumps, valves, and door lock. No fluid can be drawn or returned to the donor or patient in this state. The device failed safe and is now operational.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.

Event description:
The customer reported that during the run, the machine switches on and off by itself. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.